Event description:
One endeavor spring rx coronary drug-eluting stent was implanted to the mid lad. Approximately 2.5 weeks post index procedure, the patient suffered spontaneous bleeding of the left arm, hospitalization was not required. Approximately 3.5 weeks post index procedure the patient suffered an spontaneous gi bleed. The provocation of the bleed was trauma. The patient did not require hospitalization. Approximately 4 months post index procedure, the patient suffered an epistaxis bleed. The investigator indicated that the events were not related to study stent. Patient was asymptomatic at 6 month follow up.

Manufacturer narrative:
Evaluation results: (hemorrhage).